Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Implant revised due to on-going pain and increasing ion levels.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: it is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The investigation shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.